Event description:
Defective keypad and downstream pressure sensor

Event description:
Customer reported defective keypad and downstream pressure sensor. The keypad was received for investigation. The device history record was reviewed and no events linked with reported issue were detected. The keypad received was tested. At least one button is always pressed. A possible short circuit is at the origin of the issue. The problem reported is confirmed.